Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters (cdc), traveler rx, global, costa rica, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it does not appear the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of the left anterior descending artery. After an unspecified guide wire crossed the lesion, a 2.0 x 12 mm traveler balloon catheter was prepped inside the anatomy and met initial resistance with the anatomy when advancing toward the lesion. Then the balloon ruptured during the third inflation at 12 atmospheres. Therefore, the device was replaced with a non-abbott balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.